Manufacturer narrative:
This supplemental report is being submitted to provide additional information from user facility regarding the procedure. Additional information received from the customer states that the event occurred during diagnostic cystoscopy. There was no bleeding reported. The intended procedure was completed. There was no patient injury. The scope was inspected prior to use according to the instruction for use manual with no anomalies found. It was also inspected by the user facility¿s reprocessing tech post procedure. Leak testing and repairs are performed after each use of the scope by a third party. The scope is sterilized in a sterrad system.

Manufacturer narrative:
The scope was returned to the service center for evaluation. The customer¿s complaint was confirmed. A visual inspection was performed on the received device and found the bending section skeleton protruding out from the cover. The bending section damage is approximately 70mm from the distal end side, which is also causing a leak. The bending section cover was removed in order to reveal the extent of the damage and the bending section skeleton is fully separated producing sharp edges near the insertion tube side. Also, checked the condition of the bending section support pins, which are still intact and not lifted. Further inspection found a biopsy channel leak, and excessive broken fibers (black dots) throughout the image. Based on the evaluation, the likely cause of the bending section skeleton breaking is due to excessive force and/or stress, attributed to mishandling. The instruction manual states the following; ¿do not twist or bend the bending section with your hands. Equipment damage may result¿. Additionally, the instructions for safe use manual indicate that, damage to the bending section would happen if excessive force was applied while angulating in the opposite direction if there was no movement from the bending section; this would occur more so in a narrow environment. The scope was previously refurbished (28f) on april 9th 2019.

Event description:
The service center was informed that scope was noted to have black dots in the image. There was no patient injury reported. No further information was provided.